Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her pump needed to be replaced due to regular battery depletion. An alarm was heard and confirmed by telemetry. Telemetry confirmed a low battery alarm occurred. The alarm had occurred for over three months. Patient stated she "loves her pump". The patient reported a change in therapy effect. The patient experienced an increase in pain that had gradually been getting worse. The pump was turned down due to low battery so she was getting less medication. The medication was reduced. Family member reported when the patient first got the pump in 2002, morphine was used and worked great. Hcp started "changing her medicine up" and patient had more pain. The pump was checked and they found the pump had "been out" for three to six months and did not have any medicine in it. The patient experienced withdrawal; the symptom was an increase in pain. The patient was on duragesic pads and mild pain tablet. This was working great until the patient's pump "went south"; "it messed up". The pump was taken out. The patient was seeking a physician to manage her care. It was indicated that fentanyl, dilaudid and morphine were medications that were used in the pump. It was unclear as to the timeline of when the medication was used.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type: catheter. (B)(4).